Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips produced "lo" readings and black chemistry observed. Most likely underlying root cause of malfunction noted in the complaint: black chemistry due to improper storage.

Event description:
Consumer complaint of e-5 error. Customer feels well and does not require medical attention. Customer states e-5 error appears after sample is applied. Customer declined a blood test. Verified the strips expired 04/17/2017, unable to confirm the open date of test strips or the storage conditions. No adverse event reported.